Manufacturer narrative:
Six unopened 20g v-lance blades were returned for the report of deformed package. The samples were visually inspected and found to be non-conforming with package observed to be crushed/dented and distorted. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria . The returned non-conforming samples were received unopened. How and when the package became deformed cannot be determined from this evaluation; however, a manufacturing related issue could not be ruled out. All packages are 100% scanned by trained operators. Any non-conforming packages identified are removed from the lot and scrapped. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that before cataract surgery, an ophthalmic cutting knife packaging was different from usual. The procedure was completed with alternative product. No patient impact was reported.